Event description:
It was reported by a patient that she had a cervical procedure two years ago. The cervical plate and screws were implanted. The screw(s) was broken at unk time post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Unable to determine the cause of the event.